Event description:
Rxsight became aware that a patient's light adjustable lens (lal) was implanted backwards in the left eye after a site reported attempting 2 light treatments with no refraction change. The patient's uncorrected distance visual acuity was 20/20 and the patient complained of halos driving at night. A secondary surgical procedure was performed and the lal was successfully flipped to the correct orientation with no complications.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).